Event description:
The technician alleged that with the brake pedal in the brake position the brake would not hold. No reported injuries.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.